Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(4) 2018 a field service engineer (fse) followed-up over-the-phone with the customer and tried a few troubleshooting steps in attempts to resolved the reported event without success. The fse sent a replacement ups to the customer. Through a follow-up call the customer confirmed that after replacing the new ups was working properly. No further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for the aia-900, serial number (B)(4), from 02-dec-2016 through 02-jan-2018. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 4 - installation, states instructions for power supply installation. The most probable cause of the reported event was due to failure of the ups.

Event description:
On (B)(6) 2018 a customer reported the unit power supply (ups) green light blinking and beeping on the aia-900 instrument. The customer is unable to run, which caused a delay in reporting of patient results for cardiac troponin I (ctnl2) and beta human chorionic gonadotropin (bhcg). A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
(B)(4), per exemption number e2017013.

Event description:
Account was not running ctnl2 at (or before) the date of the event, so there is no delay in reporting patient results for ctnl2.